Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial markers were administered transperineally and the procedure was done under local anesthesia. During the procedure, the patient suddenly moved while the gel was being injected. The hydrogel was injected into the rectal wall which resulted in bleeding, hematoma, discomfort, pain and a gastrointestinal ulcer. The patient will wait for the gel to absorb in order to start proton therapy treatments. The patient condition reported to be stable and have fully recovered.